Event description:
Pt had one lumen of hemodialysis catheter to break while she was removing her clothes. The incident occurred on 12/23/98 at the pt's home. The ems was called and they clamped off the catheter when they arrived. The pt was brought to the hospital where the catheter was removed and a new catheter was placed within a couple days.